Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the rv seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory, using tests specifically designed to validate sense amplifier operation along with its associated components. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the hole in the rv seal plug likely contributed to the reported noise.

Event description:
Boston scientific received information that this pacemaker was attempted at implant. Noise was noted on the right ventricular (rv) channel which was oversensed and resulted in pacing inhibition. There was a concern of a device header anomaly. A new device was successfully implanted with no further noise observed. No adverse patient effects were reported.